Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that there was no audio output from their dexcom receiver on (B)(6) 2015. No medical intervention or injuries were reported.